Event description:
It was reported that the programmer was powered up, but the screen went black and the programmer shut down and would not power back up again. The programmer and radiofrequency (rf) head were returned for service, analyzed and tested out of specification. It was indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the head cable was damaged near the base of the head and the insulation was cut. The device was plugged into the programmer and moved the cable near the base and the programmer shut off. Concomitant product: product ID 2090 programmer. (B)(4).